Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 1.5mmol, 8.1mmol, 6.3mmol. Tests were done within 20 mins with a difference of 3.9mmol. Pt did not experience any adverse events. No further info has been reported.